Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Drug manufacturer complaint analyst reported that a patient had a stoma created with placement of a peg- j tube on (B)(6) 2017 for duopa titration. The patient developed an infection of the stoma site. The patient was prescribed bactrim and keflex to take for 7 days. Scheduled duopa titration was canceled due to the infection. No further event will be provided by the initial reporter. The device is not available for evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, documentation, instructions for use (IFU), trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: "supplied sterilized by ethylene oxide has in peel-open pouches. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile." Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.